Manufacturer narrative:
No patient information was provided in regards to ethnicity, and race. The product has been identified as a potential affected product in an ongoing class ii recall; therefore no further evaluation is necessary.

Event description:
A complainant alleged the unit is overheating and assistant burned their finger. The assistant did not require a visit to a physician office. It was reported that the assistant has fully recovered.